Manufacturer narrative:
Product code: unk; submitter software does not allow for blank or unk entry. (Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. Claim #: (B)(4).

Event description:
(B)(6) complaint: the reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patients eye. The patient reports elevated iop due to steroid user after surgery. It was reported that medical intervention (drops) were prescribed and it quickly stabilized. Attempts to obtain additional information have not been successful.